Manufacturer narrative:
Initial reporter phone no: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It reported that during treatment with a prismaflex m100 set c, an external fluid leakage occurred at the effluent line. The blood leak detected alarm was triggered. There was patient involvement but no patient impact and no medical intervention. No additional information is available.

Manufacturer narrative:
Additional information: h6 and h10. The actual device was not available; however, a photograph and a video of the sample was provided for evaluation. The reported condition was verified. The leak was located at level of gluing of effluent line to the support plate. The cause was lack of solvent on the effluent line from the assembling step. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.